Manufacturer narrative:
The customer replaced the speaker to resolve the reported issue of check vent: primary alarm failed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that after the unit was powered on, an unknown alarm occurred and would not stop alarming. The unit displayed an error code 1102 "primary alarm failed" message. There was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) arrived at the hospital and performed operation checking and confirmed occurrence of the reported alarm. The pse found that unstable behavior was confirmed when the unit started up.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The fi technician temporarily installed the speaker onto the pil standard test bed (stb) and noted that there was a 1102 "primary alarm failed" alarm error during the diagnostic portion of the stb operation. The technician concluded that the speaker was faulty as the speaker failed pin to pin and solder to solder joint testing. The failure of the speaker was due to an open resistance to the voice coil of the speaker.